Event description:
Reporter indicated that vns pt is no longer able to feel normal mode stimulation and that the device does not stimulate like it used to when swiped with the magnet to initiate magnet mode stimulation. The pt reportedly feels occasional erratic stimulation that is stronger than it should be and has reportedly experienced an increase in seizure activity above previous efficacy experienced with the vns therapy. The pt believes that the generator may be nearing end of service. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.